Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Discovered an error in the initial report during review. Corrected the as reported device code. Thus, populating supplemental correction report acknowledging the error. At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
Boston scientific received information that this pacemaker had reached end of life (eol). Moreover, it was noted that a year ago the battery showed one and a half year. The physician thought that this pacemaker's battery had depleted quickly. Further, this pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
Boston scientific received information that this pacemaker had reached end of life (eol). Moreover, it was noted that a year ago the battery showed one and a half year. The physician thought that this pacemaker's battery had depleted quickly. Further, this pacemaker was explanted. No additional adverse patient effects were reported.